Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600693 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a unilateral salpingectomy the physician wanted to use the automatic clip applier (B)(4). The clips did not want to close. When he tried to close them, they came out of the shaft but they fell down sideways staying stuck on the device so it did not fall in the abdomen and the clips stayed open. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a clip partially loaded incorrectly in the jaws of the device. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The partially loaded clip was able to close and release. Another attempt was made and the next clip fell out of the device before being loaded into the jaws. The third clip, however, was able to properly load and close. No more clips remained. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stayed stuck on the device" was confirmed based upon the sample received. One device was returned. The device was received with a partially loaded clip that was loaded incorrectly. Upon functional inspection, only one clip was able to properly load and close. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. It could not be determined what caused the first two clips to not load properly. No further action will be taken.

Event description:
During a unilateral salpingectomy the physician wanted to use the automatic clip applier wk543965. The clips did not want to close. When he tried to close them, they came out of the shaft but they fell down sideways staying stuck on the device so it did not fall in the abdomen and the clips stayed open. There was no patient injury.